Event description:
A hospital in (B)(6) reported that an mr290v autofeed humidification chamber was leaky. This was noticed prior to pt use.

Manufacturer narrative:
(B)(4): method: the complaint mr290v humidification chamber was visually inspected for damage. Results: the dome of the humidification chamber was found cracked and stress marks were observed at the origin of the crack. A lot check has revealed no other complaints of this nature for lot number 100128. Conclusions: the humidification chamber was cracked. The chamber damage is consistent with physical impact. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production, possibly during transport, storage or set-up of the device. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt." (B)(4).